Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead had an out of range low pacing impedance measurement that caused the configuration to switch from bipolar to unipolar. This lead remains in service. No adverse patient effects were reported.